Event description:
Patient had index surgery (anterior c5-6 corpectomy, anterior c4-7 interbody fusion with cage and anterior cervical plate). K2m spinal hardware implanted (cage, plate, and screw). Screws noted to have excellent fixation. Over time, patient had increasing pain intermittently and was found to have complete backing out of the screw with displacement of the anterior soft tissue structures. Patient underwent revision surgery two weeks later. Extruded left-sided c7 screw was found backed out. Screws were removed from c4-c7 and plate removed. Fusion bed was explored revealing incomplete nailing of the cage to the vertebral bodies. Region was re-plated with new plate and screws which were re-oriented.